Manufacturer narrative:
The manufacturing record was reviewed in order to verify if there was labeling related issues. The bill of materials (bom), line clearance and product release checklists as all documentation generated during the clean, inspection, and insert (cii), first pack (fp) and boxing process were verified. No discrepancies were found in the documentation reviewed that could be related to a possible diopter mixup. The copy of the labels included in the production order (po) record was reviewed and were found with the correct diopter, lens model, serial number, and expiration date according to the print proof requirements. According to the po documentation reviewed, there was no discrepancies observed related to the line clearance, quantity reconciliation, or non-conformances (ncr) issues that could have led to a labeling, or possible mix up condition during the manufacturing process. The measurement results of the lens reported was reviewed. The results show that lens serial number corresponded to diopter 21.0 accordingly with the production order assigned in manufacturing. As a result, the silicone intraocular lens z9002 (tecnis cl) reported was released within the diopter specifications. No deviation was reported. The documents show that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was initially reported that the intraocular lens z9002 +21.0 diopter, serial number (B)(4) was implanted on (B)(6) 2013. It was then stated that, after implant the implanting surgeon performed a biometric measurement of the eye using the iol master and saw a spherical equivalent of a +3.25 diopter hyperopic outcome from the desired refractive target. The doctor stated that he believes that the lens was mislabeled. The lens was explanted in a secondary procedure on (B)(6) 2014. In addition it was noted that there was no incision enlargement, no vitrectomy, and no sutures required during the explantation of the intraocular lens. Patient was noted to be doing well on postoperative examination. The explanted lens was returned to abbott medical optics for evaluation.

Manufacturer narrative:
A review of the FDA website on march 5, 2014 indicated that the recall number is z-1123-2014 in addition to serious injury, malfunction should have been selected for type of reportable event as well. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Device evaluation: the lens returned by the physician was received and evaluated. The lens was observed to be cut in half. Measurement was attempted to ascertain whether any indication of an incorrect diopter value was observed. The measured value indicated the returned lens corresponds to a 16.0 diopter lens. Upon observing this result, lenses associated with the production order were immediately placed on hold and subsequently reviewed for recall. Additional information: a review of production lots in the manufacturing environment indicated that one (1) production order for 16.0 diopter (d) lens had been produced in the general vicinity of the suspected lot of 21.0 d. As a precautionary measure, available lenses associated with the 16.0 d and 21.0 d production orders were placed on hold. Returned lenses from both lots are being evaluated upon receipt to further characterize the nature of the observed incorrect diopter power. The recall number has not been obtained at the time of sending the MDR to FDA. All pertinent information available to the manufacturer has been submitted. Placeholder.